Manufacturer narrative:
Inratio precision data provided by end-user lot 070057 : (see scanned table). The first and the third data set, %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Per internal protocol in-house retain strips 070057 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails, add'l testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 070057) performed on 04/19/2007 as follows: lot 070057. (See scanned table). Based on the above test results, retained strip lot 070057 meets the criteria for strip precision.

Event description:
Caller alleges imprecision with inratio. Results as follows: (see scanned table). Caller alleges inaccuracy with inratio. Results as follows:(see scanned table).